Manufacturer narrative:
The data acquisition (da) pcba and o2 solenoid valve assembly were returned for failure analysis. Visual inspection revealed no evidence of damage or contamination. The da pcba and o2 solenoid valve assembly was installed in the failure investigation (fi) test ventilator to duplicate the reported problem. The fi technician tested the da pcba and the o2 solenoid valve assembly, and no failures were identified.

Manufacturer narrative:
Date of report: (B)(6) 2021. Reporter phone number : (B)(6). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If/when this information becomes available, a follow-up report will be submitted.

Event description:
The customer reported that a ventilator experienced a proximal pressure sensor autozero failure. Patient or user involvement information is unknown and was requested from the fse. No patient or user harm was reported. Moreover, due to the context of when the issue was found being unknown, the record will be documented as if the malfunction occurred during clinical use because we do not know if the device was being set up for clinical use. We also do not know if there was a delay to patient therapy. The device was evaluated by the customer and an international philips field service engineer (fse). The fse was unable to replicate the issue. It was reported that the fse inspected the device, was unable to replicate the issue, and replaced the solenoid and data acquisition board as a precaution. Device was reported to have passed testing. No other anomalies were reported.